Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no patient anatomical factors that would have contributed to the elevated gradient. There was possible evidence of thrombus on the non-coronary cusp (ncc). The patient is currently being evaluated for a non-medtronic valve to be implanted.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 1 month after the implant of this transcatheter bioprosthetic valve within a different transcatheter bioprosthetic valve, the patient developed symptoms including dizziness, fatigue, and shortness of breath. Subsequently, aortic stenosis and an elevated mean gradient were observed. Two days later, intervention took place involving the replacement of the valve with a non-medtronic transcatheter bioprosthetic valve. Additional information was received that there were no patient anatomical factors that would have contributed to the elevated gradient. There was possible evidence of thrombus on the non-coronary cusp (ncc). The patient is currently being evaluated for a non-medtronic valve to be implanted. Additional information was received to report the implant depth of the medtronic valve was approximately 10mm on the non-coronary cusp and 12mm on the left coronary cusp.

Manufacturer narrative:
Continuation of d10: product ID evolutr-29-c (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2016; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 1 month after the implant of this transcatheter bioprosthetic valve within a different transcatheter bioprosthetic valve, the patient developed symptoms including dizziness, fatigue, and shortness of breath. Subsequently, aortic stenosis and an elevated mean gradient were observed. Two days later, intervention took place involving the replacement of the valve with a non-medtronic transcatheter bioprosthetic valve.